Event description:
Swelling of dacapo power pack and electrolyte leakage was reported. The user did not come into contact with any electrolytic fluid and no injury or degradation of health has been reported.

Manufacturer narrative:
Conclusion: the returned device supplemental sheet for rechargeable batteries was inspected upon arrival. According to the received information, a mechanically damaged housing was observed. The damage to the battery housing was clearly the reason for the malfunction of the device. This is a final report.

Manufacturer narrative:
The device should be returned to the manufacturer for evaluation. When available, a failure analysis will be submitted as a follow up report.

Event description:
Swelling of dacapo power pack and electrolyte leakage was reported. The user did not come into contact with any electrolytic fluid and no injury or degradation of health has been reported. Applicable power pack is one of the following: 1202o078, 1202o090, 1202o092. The actual serial number may only be known once the device is received by med-el (B)(6).